Event description:
It was reported that a 54-year-old female patient underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-aug-2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2022, mentor received additional information about the event: - the device is a mentor siltex round moderate profile 425cc saline breast prosthesis, catalog #3542670, lot #5565209, UDI # (B)(4) PMA #p990075. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. - the patient is scheduled to undergo explantation on (B)(6) 2022. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-sep-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view within a siltex cracking. The tear measured approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).